Event description:
It was reported that the 9600 system had no image on the left monitor prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dicom box was found pulled forward with the power card pulled out. The power card was re-seated during the service call. The system was tested and found to be working as intended and put back into service.